Manufacturer narrative:
UDI of all implanted gore devices. It is unknown which devices were implanted on the patients left side: rlt281414 - (B)(4). Pxc141000 - (B)(4). Pxc121200 - (B)(4). Pxc121200 - (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder aaa endoprostheses. During a routine follow up scan the left limb of the trunk-ipsilateral endoprosthesis appeared to be fully thrombosed from the flow divider until the distal left common iliac artery. The patient has no symptoms and the left external iliac artery and the internal iliac artery are fully perfused through collateral arteries. The next follow up is arranged for (B)(6) 2017.